Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4. The cg stated that the patient felt fine during last night's therapy. The technical service representative (tsr) asked if the patient felt overfilled and the cg stated no. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 10000ml, a total time of 12:00 hours, a fill volume of 1500ml, a last fill volume of 1500ml, a dextrose setting of same, a patient weight of (B)(6), number of cycles set to 5, and an initial drain alarm of 1500ml. The initial drain volume equaled 2145ml. The tsr reviewed the therapy log. The last fill volume equaled 1498ml, the total fill volume equaled 7496ml, and the total drain volume equaled 10047ml. The drain volume for cycle four was unknown. The cg would start the set up procedure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 104 alarm. The rn stated the patient did not make her aware of the alarm. The rn stated as far as she knew the patient has been continuing therapy successfully on the same cycler. The rn stated that the baxter technical service representative must have cleared up the issue. The rn stated that she would follow up with the patient about the alarm. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.